Manufacturer narrative:
Device evaluated by MFR: device analysis revealed that the device had a detachment in the lapjoint section. The device had the imaging window detached and the imaging window did not return with the device. Additionally, kink was observed in the imaging core and sheath assembly, hence, the reported complaint of "failure to advance" was confirmed due the kink found. The reported complaint of "lost image" was not confirmed due the condition of the device. Even so, it is important to mention that a impedance inspection was performed and the device showed a good curve line, furthermore, the transducer appears to be in good condition.

Event description:
Reportable based on device analysis completed on 17jan2020. It was reported that the device was unable to cross the lesion. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. The opticross catheter was advanced but was unable to cross the lesion. Pullback was performed, but the image immediately disappeared. The procedure was competed with a different device. No patient complications were reported. However, device analysis revealed a detached imaging window from the lap joint.